Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for reported death, hypotension, and cardiac arrest. Death, hypotension, and cardiac arrest are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was result of case specific circumstance as resuscitation maneuvers were performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. All steps were performed per instructions for use (IFU). During the procedure, the steerable guide catheter (sgc) was inserted and then the clip delivery system (cds). During the positioning of the device in the left atrium (the clip never crossed the mitral valve and never descended into the ventricle); the patient became hemodynamically unstable with hypotension. There was no sign of pericardial effusion detected during transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte). It was decided to halt the procedure. The mitraclip device was removed from the anatomy. Once removed, resuscitation maneuvers were performed according to guidelines. After more than 30 minutes of resuscitation maneuvers, without obtaining any response from the patient, the physicians decided to discontinue. The patient's death was confirmed.